Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the proximal end of the crimped stent was damaged and lifted upwards from the stent profile in a distal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-april-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 16mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3mm in diameter left anterior descending artery. A 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.